Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer tried a different charging cable, which successfully resolved the problem.